Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Analysis also found the printer drawer is damaged and the system fan is noisy. The power cord bay assembly latch, left keyboard hinge, and overlay are broken. The stylus pulled apart, but functionally ok. (B)(4).

Event description:
It was reported the programmer was being returned for repair. It was noted to look behind. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.